Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer reported that the cgm indicated blood glucose level was "high". Customer delivered a bolus via the pump to address elevated blood glucose. Customer declined troubleshooting for pump shutdown.